Manufacturer narrative:
Evaluation of the suspect vertek arm found that it failed testing. The ball joint on the star-burst end is loose. The lot number shows that the part was manufactured in 2009, part is 5 years old. There are several nicks and gouges indicative of repetitive use. The returned device was confirmed to fail the vertical pull test (with motion at the starburst joint). However, device was in the field for 5+ years prior to failure, which is beyond the useful life delineated in the product requirements documentation. Therefore, an age/wear-related root cause is appropriate for this case.

Event description:
A medtronic representative reported a navigation system vertek arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The arm failed a mechanical test. The ball joint on the star burst end was loose. The most likely cause was that the component wore out over time as it was found to be manufactured in 2009. The reported event was confirmed. The device was replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.